Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call having issues calibrating sensor. Customer placed a sensor, was alerting while at dinner and ignored. Troubleshooting was performed and found sensor cannula fractured while in the body. Sensor had been placed on stomach on the side. The needle was not difficult to remove but was irritating. Advised customer if any other problems arise and keep sensors so they can be replaced. Customer declined trouble shooting for calibration. The sensor will not be returned for analysis.